Manufacturer narrative:
Additional information added to: continued from d.11-of 0.9% sodium chloride injection the customer¿s report of a leaking at the hub of the IV catheter and the extension set was not confirmed. The customer did not send in the IV catheter that was connected to the set during the reported leak. Visual inspection was performed on the extension set and concomitants to look for defects such as cracks, kinks, tears and separations. No anomalies were observed during visual inspection. Functional testing was performed. The received syringe was used to flush fluid through the set. Fluid flowed throughout the set successfully with no leaks occurring. Pressure testing was done while submerged underwater. Air pressure was incrementally increased from 5 psi to 30 psi. There were no signs of disconnecting anywhere on the returned set while the tubing was manipulated at each engagement. The root cause could not be determined.

Event description:
It was reported that the user placed an IV and attached a t-connector/extension set, the line was flushed, received adequate blood return. The line was flushed a second time however the user noticed normal saline leaking at the hub of the IV catheter and the extension set. The user attempted to tighten connection however the site continued to leak. The extension set was removed and attached a new extension set without any further leaking after the line was flushed. The customer stated there was no patient harm reported. The event occurred in the pediatric unit.

Manufacturer narrative:
Added patient information. Additional information added to: device information. Concomitant medical products: ml zr flush syringe lot 3134504 exp 2020-10-01 0.9% sodium chloride injection.

Event description:
It was reported that the user placed an IV and attached a t-connector/extension set, the line was flushed, received adequate blood return. The line was flushed a second time however the user noticed normal saline leaking at the hub of the IV catheter and the extension set. The user attempted to tighten connection however the site continued to leak. The extension set was removed and attached a new extension set without any further leaking after the line was flushed. The customer stated there was no patient harm reported. The event occurred in the pediatric unit.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Syringe flushes. The event occurred in the pediatric unit therefore patient is presumed to be child.

Event description:
It was reported that the user placed an IV and attached a t-connector/extension set, the line was flushed, received adequate blood return. The line was flushed a second time however the user noticed normal saline leaking at the junction between the extension set and peripheral IV. The user attempted to tighten connection however the site continued to leak. The t-connector was removed and attached a new extension set without any further leaking after the line was flushed. There was no indication of patient harm. The event occurred in the pediatric unit.